Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device displayed an e2 error during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.